Event description:
It was reported that the ilet pump did not charge when placed on either the ilet charging pad or a third-party pad, with a continuous blinking light observed while the pump was correctly positioned and accessories removed; the issue was associated with premature battery discharge and involved the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.